Event description:
Complainant alleged that the medic was attempting to defibrillate an over 65 year old male pt in ventricular fibrillation using the device paddles. The medics administered two shocks to the pt at 200 joules each. The complainant alleged that when the shocks were administered, the medic observed sparks under the device paddles, and that there was an odor of burning plastic. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.

Manufacturer narrative:
The device was returned to the zoll united kingdom facility for eval. The reported fault was unable to be duplicated. The techs did observe that the device's upper housing was damaged, possible as a result of the device having been dropped. The techs determined that the damage to the device housing did not cause or contribute to the reported malfunction. The upper housing was replaced. It is possible that the facility's use of incorrect size 3m brand gel pads, used with the device paddles during the event, may have contributed to the reported malfunction.